Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was not provided. The mother stated that her daughter was at the beach and the pump was not working. The customer stated that there is a crack at the reservoir compartment. The customer stated that the top of the reservoir compartment has pieces chipped off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.